Event description:
It was reported the device was placed in use with patient. The reporter stated the patient coughed and the cuff pressure was insufficient. The cuff was reinflated but was found to lose pressure again after 5 minutes due to leakage. The tube required removal and replacement to continue therapy. No further adverse effects were reported; patient's vital signs stabilized.